Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 25jan2019, date rec¿d by MFR : 23jan2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touch screen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 04may2019, date of report : 24may2019. The touchscreen assembly was returned to the manufacturer for evaluation. A visual inspection of the touchscreen assembly revealed evidence of contamination. It was determined that the touchscreen components (ul_lr and ur_ll ) resistance were out of specification and resistance ratio (ul_lr/ ur_ll) were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.